Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient was on antibiotics, which caused them to have diarrhea. They also had arthritis and had pain all over their body, all the time. They were a little confused about the evaluation process; originally, they stated that they had both sides on at the same time. Their spouse then said that they had only been on the left side the entire time. They switched to the right side due to less than 50% improvement. It was unknown if the issue was resolved at the time of the report. There were no device issues or further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.